Event description:
This complaint is being reported as a malfunction due to alleged air bubbles in the cartridge issue. The animas representative went over some techniques on how to prevent air bubbles in the cartridge. The reporter claims the air bubbles issue come and go. The alleged issue is not longer prevalent. The reporter will call back to replace the cartridge if the issue persists. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.